Event description:
A malfunction alarm with code malf 16 was reported. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact reported on the customer's blood glucose level. The customer rebooted the pump, and the malfunction did not occur again, allowing them to continue using the pump without needing additional intervention.